Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Log files analysis could not be performed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was seen in the clinic for routine visit on (B)(6) 2018. Labs showed a doubling of his baseline lactate dehydrogenase (ldh) levels so patient was admitted for further monitoring and intervention. Upon admission, started on high dose of intravenous (IV) anticoagulants (goal aptt 70-90). Labs on (B)(6) 2018 showed that his ldh had dropped dramatically to back within baseline. Patient was discharged home on (B)(6) 2018. No changes were made to his anticoagulation regimen. To date, further ldh levels have been within normal levels for the patient. Device remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.